Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to blank display. Unit was received with corroded battery tube and missing display window cover.

Event description:
The customer reported via phone that insulin pump had battery failed alarm. Customer¿s blood glucose level was 148 mg/dl at the time of incident. Customer stated that the troubleshooting was performed for battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned be for analysis.